Manufacturer narrative:
Device history record for the batch lot number reported was reviewed. No discrepancies were found with final released product. All units met specifications. This device was not returned, and the investigation was performed on the information provided from the customer and a study performed on site. Fifteen (15) sample catheters were tensile tested for balloon strength. The data obtained showed that it takes an excessive amount of force for the balloon to detach from the catheter. It was reported that a 6fr arrow sheath was used, but the sheath manufacturer's name or size were not provided. This is the recommended size for use with the polar catheter device. Based on the test data, it is unlikely the balloon would detach from the catheter under normal operating procedure. It is unknown what caused the balloon to detach during the procedure. A review of similar complaints found no complaints with this lot number to be similar and this is the only complaint reported for catheter's detached. We reviewed the IFU for caution and it states: "if the balloon cannot be withdrawn through the sheath, remove the sheath and catheter as a unit."

Event description:
It was reported to boston scientific (bsc) that a customer had an issue with a bsc polar catheter device. According to the customer "during withdrawal catheter got stuck inside the not bsc sheath (arrow sheath) and balloon became detached of the catheter and stayed inside the sheath. They took entire assembly from the patient. Procedure was completed." There were no patient complications, patient is fine.